Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Mother reported her daughter inserted a tampon and realized there was no string. Her daughter manually removed the tampon and did not seek medical assistance.